Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot # v009278, implanted: (B)(6) 2006, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that a patient "sometimes could not tell the difference between the stimulator and the parkinson¿s shaking in her legs." It was suspected that the implantable neurostimulator (ins) "may" have been flipped, but it was not confirmed. The patient reportedly thought it had moved "sometime in the last year or so," stating ¿instead of being flat now all I get is the side." The patient reportedly could ¿feel it in her body that it was not sitting how it was¿. It was noted that the patient was unable to adjust stimulation and had trouble using the patient programmer and ¿could not get it to go down¿ when she was going to bed a couple months ago ¿and then the next morning this poor communication screen came up." It was stated that the patient was able to communicate with the ins and adjust stimulation so that she could feel it with assistance over the phone. A supplemental report will be sent if any additional information is received.